Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that lubricant was seen on the tip of a bd plastipak¿ luer-slip syringe. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: one sample has been received of 10ls lot 1706029p for investigation. Upon visual inspection of this sample received, it can be observed the syringe has excess of silicone inside. The tip of the syringe is full of silicone. DHR of lot 1706029p has been reviewed not finding any annotation or deviation regarding the alleged defect. Silicone is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). Silicone content test is done during manufacturing process per lot according to procedures. On checking the results for this test on lot 1706029p they are within specification limits according to procedure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection: molding: 2 injections per shift. Printing: 16 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 16 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a failure of silicone sprayer in assembly station. In accordance, we conclude that the root cause of the problem was related with a mechanical failure.